Manufacturer narrative:
UDI #: n/a .

Event description:
The user is reporting that during a patient use event, the device did not shock. The customer tried several deffibrilators, pads and batteries, but the device did not deliver a shock. The patient did not survive.